Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from thrombosis and fibrosis of the inferior vena cava (ivc) inferior to the filter. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately nine years and eight months post implantation. The patient reports perforation of filter strut(s) outside the ivc, blood clot, clotting and or occlusion of the ivc, in addition to fear that the filter might cause further damage as it has not been safely removed. Per the medical records received, the patient¿s past medical history includes chronic obstructive pulmonary disease/emphysema, sleep apnea, gout, hypertension, renal insufficiency, anxiety, depression, arthritis, coagulopathy (due to antiphospholipid or anticardiolipin antibodies), chronic anemia, morbid obesity, chronic constipation, gastro-esophageal reflux disease, dyslipidemia, peripheral neuropathy, congestive heart failure (chf), chronic pain, deep vein thrombosis (dvt) requiring repeated embolectomies and pulmonary embolus (pe), appendectomy and bilateral knee surgery. At the time of the index procedure, the patient was admitted with shortness of breath, generalized edema and cellulitis. The patient was diagnosed with right leg dvt and bilateral pulmonary emboli despite ongoing lovenox prophylaxis. A computerized tomography (CT) scan revealed recurrent acute pulmonary emboli and chronic lung disease with a stable pulmonary right upper lobe nodule. The patient underwent placement of a trapease vena cava filter via the right femoral vein at the level of the renal veins with no apparent complications. Over the course of the next ten years post implant, the medical records showed multiple visits to the hospital in which the patient presented with multiple symptoms relating to a dvt. During these multiple hospital admissions other diagnosis were made: gastritis, diverticulosis, hemorrhoids, cardiomegaly, nausea/vomiting, right shin wound, cat scratch fever, gangrenous colon, small bowel obstruction, compression fractures of l1, fatty infiltration of the liver, renal cysts, renal stones, hyponatremia. Approximately one month after discharge, the patient underwent a CT scan that revealed an inferior vena cava (ivc) filter with apparent occlusion and fibrosis of the ivc inferior to the filter. Approximately one year and ten months post implant, the patient presented to the ER with pain/discomfort to left leg and shortness of breath that had started two days earlier. Veins in the patient¿s abdomen were noted to be hard and distended with bruising across the length of the abdomen. A CT scan revealed an ivc filter with apparent occlusion and fibrosis of the ivc inferior to the filter and with thrombosis and fibrosis of the external iliac arteries bilaterally. This study also noted abdominal subcutaneous superficial collaterals which had not been present on the previous study. Approximately nine years and eleven moths post implant, an abdominal/pelvic CT scan was performed for small bowel obstruction. The imaging also noted thrombosis of the vena cava.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the patient experienced thrombosis and fibrosis of the inferior vena cava (ivc) inferior to the filter. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately nine years and eight months post implantation. The patient reports perforation of filter strut(s) outside the ivc, blood clot, clotting and or occlusion of the ivc, in addition to fear that the filter might cause further damage as it has not been safely removed. Per the medical records received, the patient¿s past medical history includes chronic obstructive pulmonary disease/emphysema, sleep apnea, gout, hypertension, renal insufficiency, anxiety, depression, arthritis, coagulopathy (due to antiphospholipid or anticardiolipin antibodies), chronic anemia, morbid obesity, chronic constipation, gastro-esophageal reflux disease, dyslipidemia, peripheral neuropathy, congestive heart failure (chf), chronic pain, deep vein thrombosis (dvt) requiring repeated embolectomies and pulmonary embolus (pe), appendectomy and bilateral knee surgery. At the time of the index procedure, the patient was admitted with shortness of breath, generalized edema and cellulitis. The patient was diagnosed with right leg dvt and bilateral pulmonary emboli despite ongoing lovenox prophylaxis. A computerized tomography (CT) scan revealed recurrent acute pulmonary emboli and chronic lung disease with a stable pulmonary right upper lobe nodule. The patient underwent placement of a trapease vena cava filter via the right femoral vein at the level of the renal veins with no apparent complications. Over the course of the next ten years post implant, the medical records showed multiple visits to the hospital in which the patient presented with multiple symptoms relating to a dvt. During these multiple hospital admissions other diagnoses of gastritis, diverticulosis, hemorrhoids, cardiomegaly, nausea/vomiting, right shin wound, cat scratch fever, gangrenous colon, small bowel obstruction, compression fractures of l1, fatty infiltration of the liver, renal cysts, renal stones, hyponatremia were made. Approximately one month after discharge, the patient underwent a CT scan that revealed an inferior vena cava (ivc) filter with apparent occlusion and fibrosis of the ivc inferior to the filter. Approximately one year and ten months post implant, the patient presented to the ER with pain/discomfort to left leg and shortness of breath that had started two days earlier. Veins in the patient¿s abdomen were noted to be hard and distended with bruising across the length of the abdomen. A CT scan revealed an ivc filter with apparent occlusion and fibrosis of the ivc inferior to the filter and with thrombosis and fibrosis of the external iliac arteries bilaterally. This study also noted abdominal subcutaneous superficial collaterals which had not been present on the previous study. Approximately nine years and eleven moths post implant, an abdominal/pelvic CT scan was performed for small bowel obstruction, further imaging showed the obstruction resolved. The imaging also noted thrombosis of the vena cava. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the inferior vena cava or the filter does not represent a device malfunction. Collateral circulation develops as a result of inherent circulation patterns being impeded. Additionally, blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without images or procedural films for review, the reported filter migration, perforation, blood clots, occlusion and post thrombotic syndrome could not be confirmed, and the exact causes could not be determined. Perforation was also reported; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Nausea and vomiting, and anxiety do not represent a device malfunction. Nausea and vomiting may be related to the patient¿s medical history of gerd and chronic constipation. With the very limited information provide it is not possible to make a determination as to what may have caused the patient¿s respiratory failure. There is nothing in the limited information available for review to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from thrombosis and fibrosis of the inferior vena cava (ivc) inferior to the filter. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately nine years and eight months post implantation. The patient reports perforation of filter strut(s) outside the ivc, blood clot, clotting and or occlusion of the ivc, in addition to fear that the filter might cause further damage as it has not been safely removed. Per the medical records received, the patient¿s past medical history includes chronic obstructive pulmonary disease/emphysema, sleep apnea, gout, hypertension, renal insufficiency, anxiety, depression, arthritis, coagulopathy (due to antiphospholipid or anticardiolipin antibodies), chronic anemia, morbid obesity, chronic constipation, gastro-esophageal reflux disease, dyslipidemia, peripheral neuropathy, congestive heart failure (chf), chronic pain, deep vein thrombosis (dvt) requiring repeated embolectomies and pulmonary embolus (pe), appendectomy and bilateral knee surgery. At the time of the index procedure, the patient was admitted with shortness of breath, generalized edema and cellulitis. The patient was diagnosed with right leg dvt and bilateral pulmonary emboli despite ongoing lovenox prophylaxis. A computerized tomography (CT) scan revealed recurrent acute pulmonary emboli and chronic lung disease with a stable pulmonary right upper lobe nodule. The patient underwent placement of a trapease vena cava filter via the right femoral vein at the level of the renal veins with no apparent complications. Over the course of the next ten years post implant, the medical records showed multiple visits to the hospital in which the patient presented with multiple symptoms relating to a dvt. During these multiple hospital admissions other diagnosis were made: gastritis, diverticulosis, hemorrhoids, cardiomegaly, nausea/vomiting, right shin wound, cat scratch fever, gangrenous colon, small bowel obstruction, compression fractures of l1, fatty infiltration of the liver, renal cysts, renal stones, hyponatremia. Approximately one month after discharge, the patient underwent a CT scan that revealed an inferior vena cava (ivc) filter with apparent occlusion and fibrosis of the ivc inferior to the filter. Approximately one year and ten months post implant, the patient presented to the ER with pain/discomfort to left leg and shortness of breath that had started two days earlier. Veins in the patient¿s abdomen were noted to be hard and distended with bruising across the length of the abdomen. A CT scan revealed an ivc filter with apparent occlusion and fibrosis of the ivc inferior to the filter and with thrombosis and fibrosis of the external iliac arteries bilaterally. This study also noted abdominal subcutaneous superficial collaterals which had not been present on the previous study. Approximately nine years and eleven moths post implant, an abdominal/pelvic CT scan was performed for small bowel obstruction. The imaging also noted thrombosis of the vena cava.